Event description:
It was reported that connector c35-o separated from the mating component.  The following information was provided by the initial reporter: "came in with a pump problem, according to patient phaseal, injector and connector without a blue cover from the y-site disconnected every 45 minutes and he connected it back."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Seven retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, connecting the injector to a connector, protector and adapter according to the instructions for use. In all cases the product functioned properly, and no issues were observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that connector c35-o separated from the mating component.  The following information was provided by the initial reporter: "came in with a pump problem, according to patient phaseal, injector and connector without a blue cover from the y-site disconnected every 45 minutes and he connected it back."